Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella cp support, along with extracorporeal membrane oxygenation. Support was ongoing for 11 days when there were signs of limb ischemia. The limb was accessed by the impella cp and a femorofemoral bypass was placed and ischemia improved. The team discussed escalating to an impella 5.5. Four days later, a pump stop malfunction occurred. The team noted the pump stop/restart occurred 10 times. This was happening post indicated use of device time and the team made the decision to remove the impella cp the following day, on almost the 14th day of support. The patients outcome was stable.

Manufacturer narrative:
The investigation of limb ischemia and pump stop has been completed. The impella device was returned for evaluation. Limb ischemia - reversible: clinical details state that the patient had signs of limb ischemia on (B)(6) 2025 while on extracorporeal membrane oxygenation (ECMO) and high doses of vasopressors and catecholamines. A bypass was completed with arterial cannula, then ischemia resolved. The root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Pump stop: clinical details stated that the pump stopped for more than 10 times by high motor current at almost 14 days of cp support. Pump was explanted. No data logs are available. The pump was returned and evaluated. The pump had a large purge gap, indicating bearing wear. No other abnormalities were found. The root cause of the pump stop was most likely bearing wear after 13.9 days of support, which is over the 8-day design life per design trace matrix.